Manufacturer narrative:
2/11/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a lavh procedure. Reportedly, the cartridge disengaged into the pt's cavity. The surgeon was able to retrieve the component and used another instrument to complete the procedure. The hosp has reported no pt injury occurred.